Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of loose grip cable to be related to the customer reported complaint. For clarification, the medium-large clip applier instrument was found to have a loose grip cable at the distal end and the root cause of this failure is attributed to mishandling/misuse. Additional observations not reported by site that are related to the primary failure were also identified: the medium-large clip applier instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly and the root cause of this failure is attributed to mishandling/misuse. The instrument failed the clip test and the clip was unable to be fully closed onto the test tubing by the instrument. After opening the housing, the medium-large clip applier instrument was found to have a broken clamping pulley at the proximal end. This failure caused the grip cable intuitive motion and clip test failures of the instrument. The root cause this failure is attributed to mishandling/misuse. A review of the instrument log for the medium-large clip applier (470327-12/n101901020018) associated with this event has been performed. Per logs, the medium-large clip applier instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had 11 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. This complaint is being reported based on the failure analysis findings: the medium-large clip applier instrument had failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during central processing, the 8mm medium-large clip applier instrument had a frayed cable. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.